Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot this issue with the customer over the telephone. The cse guided the customer to performed tests and calibrations to resolve the issue. There were no replaced parts. The unit is back in service. (B)(4).

Event description:
It was reported by a customer in the USA that, an 840 ventilator graphic user interface (gui) lost communication with the breath delivery unit (bdu). There was no pt involvement.